Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that after unpackaging and during inspection the 3.00x38mm xience alpine stent delivery system (sds) the stent was noted to be dislodged from the balloon. The sds was not used in a procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.